Event description:
It was reported that insulin gauge displayed an amount different than caller expected, with pump showing a positive fill estimate value lower than the caller¿s expected amount. There was no reported impact to the customer¿s blood glucose level. Caller disconnected from infusion site and delivered a 10.2 unit bolus as instructed, which updated the fill estimate within acceptable range, and technical support educated caller that variations within 30 units were considered accurate; caller understood and acknowledged guidance, and no further action was required.